Event description:
Patient was starting crrt [continuous renal replacement therapy]. The rn removed a filter set and preparing to prime the set. The rn noticed the filter had broken away from the base of the set. The rn retrieved a 2nd filter set and removed the packaging. The set was broken also. If the filter had not broken completely from the base, the set could have been used posing a potential for harm to the patient.